Manufacturer narrative:
PMA/510(k)#: class I exempt. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient with an unknown indication in need of t12-pelvis, posterior thoracolumbar revision used in spinal therapy. It was reported that while trying to take out old hardware, the bone was sclerotic and difficult to remove the screws which lead to the breakage of both of these t20 and t25 driver tips. The surgeon was able to retrieve both of the broken tips from the old screw heads. There was a delay of about 5 mins reported. The revision was not due to malfunction of the old hardware and the revision is to replace the old screws with new as the old ones could be loose. There were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3. Device evaluation summary: product analysis #(B)(4), lot# kh15g248. Visual and optical examination identified it appears that part of the driver's tip has been sheared off and the rest of the tip is twisted. The metal deformation gives indication that the failure was the result of torsional overload. The driver appears to have been heat treated correctly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.